Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product type lead product ID 3778-45 lot# serial# (B)(4) implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. A clinical diagnosis of unsatisfactory analgesia was reported. The patient complained of the stimulation not covering the painful areas (unsatisfactory analgesia). The patient complained of unsatisfactory stimulation on (B)(6) 2015 and the stim not working on (B)(6) 2016. The entire system was reprogrammed on (B)(6) 2016 and a lead revision was performed on (B)(6) 2016. The event resolved without sequelae on (B)(6)2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that it was determined the lead was not in a good position to capture all pain areas.

Manufacturer narrative:
It was clarified the lead involved with the event was product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010,explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information from the healthcare professional of the clinical study reported that the device disposition was unknown.

Manufacturer narrative:
Other applicable components are : product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial#(B)(4), product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included explanting and replacing the lead.